Event description:
It was reported that the lead exhibited an intermittent loss of ventricular capture. The lead reposition was unsuccessful. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.